Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was 9.0mm, deployment depth measurement of 5.5 +1cm, no calcification or tortuosity present. Micro-puncture and ultrasound were utilized to gain a central anterior access. However, the first stick attempt was high, was removed, and was re-stuck. The IFU warns, "do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days." No issues were reported advancing or withdrawing procedural sheaths. The last activated clotting time (act) was 262, and protamine was administered; it is unknown at what point in the procedure when act was read. Following deployment, the manta closure device was deployed outside in the adipose tissue and not in the common femoral artery. The manta closure device was not explanted, manual pressure was held, and a femoral compression system was applied. Multiple causes for tract deployment have been established. However, the exact cause for this tract deployment is inconclusive due to insufficient information regarding the deployment procedure, no angiograms or device return submitted for investigation. Per IFU, "act should be below 250 seconds prior to closure." The following potential adverse events related to the deployment of vascular closure devices include: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta deployment outside into adipose tissue. Manual pressure held then femoral compression device used.